Event description:
This lead was implanted on (B)(6) 2013 and remains implanted at this time. It was noted on (B)(6) 2014, that this lead had loss of capture. Patient has been sent for an x-ray - not sure of where and when this is taking place. Patient was asymptomatic to the situation and has a good heart rate histogram. The physician is dr. (B)(6). The healthcare facility is unknown. No additional information is available at this time. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).